Event description:
It was reported the arterial port is broken and not holding leads. The rear case is also broken. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the customer comment: the lower case and atrial connector were broken. It was also noted that the upper case was broken, two side bail covers were broken, the ring cover was contaminated, the battery release, heart block, lead flex cover, heart wire contacts, and battery drawer were contaminated, the board connector cables were out of specification, the battery contacts were compressed, the ring was bent, the main printed circuit board was contaminated and out of specification, the heart lead flex was contaminated and the encoder flex was out of specification.

Event description:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.